Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
Patient presented to the ER after receiving multiple shocks. Egms showed noise on the lead. The lead was repositioned when it was noted that the lead had perforated.